Event description:
A caller reported damage to the pump housing and usb port/pins, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support agreed to replace the pump, as it was still under warranty. The customer was informed to use multiple daily injections as a backup. Technical support provided instructions on placing the pump into storage mode before returning it and arranged for the device to be sent back using a pre-paid label within ten days.